Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is since the cataract surgery on (B)(6) 2018. If explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. There was no deviation and/or discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed one additional complaint folder was received from this production order number; however, a product quality deficiency was not identified in that case. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
A male patient reported of experiencing symptoms of blurry vision since he had his cataract surgeries. When in contact with light specially when the patient goes into an area with florescent lighting, there are refractive lights, strikes of lights which are bothering the patient. That patient indicated that the vision is off, he cannot see for a certain period of time. The patient indicated that the symptoms are very bothersome and are debilitating. It was stated that night driving is okay except when headlights are in front. The patient noted that his doctor has retired and he has not seen any other doctor. No additional information was provided. The patient had bilateral lens implants. This report is for patient's right eye. A separate report will be submitted for the patient's left eye.